Event description:
It was reported patient underwent a rotator cuff repair on (B)(6) 2013. During the procedure, when the surgeon passed the suture through the cuff with the first bypass, the tip fractured off and fell in the patient. A second bypass was used and the tip fractured off and fell into the patient both fractured tips were retrieved. As a result, a third bypass was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03327 / 03328).

Manufacturer narrative:
Evaluation of device found evidence that the device most likely malfunctioned due to user error. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03327-1 / 03328-1).